Manufacturer narrative:
A device history record was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. Three samples were received for evaluation. The reported issue was confirmed; a leak was found at the cross spike connector. The root cause is due to a dimensional gap between the connector and tubing. A formal corrective and preventative action was opened as a result. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer reports two pump sets are leaking where the purple spike connects to the clear tubing. Once the nurse grabbed product from a different lot# the tubing didn't leak. There was no patient harm and no medical intervention required.